Event description:
It was initially reported by patient support, that an email was received from the patient stating that approximately 3 years, 11 months, 22 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the patient started experiencing swelling of the leg, chest discomfort, and congestion. The patient reported having an echo done last week and was told that the valve was leaking. The patient was also informed of the possibly of having a valve in valve procedure performed. However, per update report from the patient, (B)(6) showed the leak is down the middle of the valve, and the heart team is concerned the valve may not be large enough to accommodate a valve in valve. The initially proposed solution is open heart surgery.

Manufacturer narrative:
Correction to b5 and h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation was unable to be confirmed. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As reported, 'the patient stating that approximately 3 years, 11 months, 22 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the patient started experiencing swelling of the leg, chest discomfort, and congestion. The patient reported having an echo done last week and was told that the valve was leaking'. In this case, limited current patient information was provided as such, a definite root cause is unable to be determined in this case. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by edwards patient support, an email was received from the patient stating that approximately 3 years, 11 months, 22 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the patient started experiencing swelling of the leg, chest discomfort, and congestion. The patient reported having an echo done last week and was told that the valve was leaking. The patient was also informed of the possibly of having a valve in valve procedure performed.

Manufacturer narrative:
Investigation is still ongoing.